Event description:
The patient experienced a pericardial effusion. It was reported that during a pulse field ablation (pfa) procedure using a versacross connect for faradrive, the transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. A after the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The device is not expected to be returned for analysis. It was further reported that the patient had difficult anatomy and when transeptal access was achieved, physician did not like condition of versacross rf wire and decided to open new versacross kit and do another transseptal access. A tiny hole was noted in the right inferior pulmonary vein (ripv); not posterior wall. A drain was put in. Act was therapeutic. After gaining transseptal access and the wire was inserted into the left atrium, a bend in the wire was noted and physician did not feel comfortable with the bend wire exposed in the left atrium. Hence, physician opted to pull back and perform another transseptal puncture with a new wire. The patient was discharged. Abbott ref. (B)(4). Medwatch report # mw5171182.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event/product prob, impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country (g1), in section g - all manufacturers.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion. It was reported that during a pulse field ablation (pfa) procedure using a versacross connect for faradrive, the transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. A after the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The device is not expected to be returned for analysis. Abbott ref. (B)(4).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, report source (g2), in section g - all manufacturers, and related report number (h10), in section h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient experienced a pericardial effusion. It was reported that during a pulse field ablation (pfa) procedure using a versacross connect for faradrive, the transseptal puncture for the procedure was performed using the faradrive sheath along with the veracross connect dilator and wire. The first transseptal attempt was unsuccessful so the veracross wire was exchanged. The second attempt at the transseptal crossing was successful using the new wire. A after the sheath had gained access to the left atrium a non-boston scientific mapping catheter was used to perform the pre-map for the procedure. Next, a farawave pfa catheter was used to perform the pulmonary vein pfa treatment portion of the procedure. Ablations were completed for the left superior pulmonary vein (lspv) before the physician worked on the left inferior pulmonary vein (lipv), and before the final ablation of the lipv the patient became hypotensive, and a pericardial effusion was observed through the intracardiac echocardiography (ice) visualization already in place for the procedure. A pericardiocentesis was performed and the patient was stabilized in the catheter lab; however, about an hour or two later they were taken to the operating room where the effusion was surgically closed. During surgery a perforation was identified on the left atrium's posterior wall near the right inferior pulmonary vein (ripv). The physician's suspected the faradrive sheath may have rupture the wall "when dipping into the ripv" but the cause was not definitively determined. The device is not expected to be returned for analysis. It was further reported that the patient had difficult anatomy and when transeptal access was achieved, physician did not like condition of versacross rf wire and decided to open new versacross kit and do another transseptal access. A tiny hole was noted in the right inferior pulmonary vein (ripv); not posterior wall. A drain was put in. Act was therapeutic. After gaining transseptal access and the wire was inserted into the left atrium, a bend in the wire was noted and physician did not feel comfortable with the bend wire exposed in the left atrium. Hence, physician opted to pull back and perform another transseptal puncture with a new wire. The patient was discharged. Abbott ref. (B)(4). Medwatch report # mw5171182.